Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cardiac monitor exhibited telemetry anomaly. The device was reprogrammed successfully. The patient would continue to be monitored normally.